Event description:
It was reported that a review of device data was needed due to suspected premature battery depletion. The most recent follow up in (B)(6) 2020 showed 5 years battery remaining, where as during a follow up one year ago in (B)(6) 2019 the battery showed 13 years longevity remaining. A review of the device data by engineering noted that the device was exhibiting premature battery depletion and should be explanted and replaced. Technical services (ts) also noted that assuming the device behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device can be considered for reassessment towards the end of the ninety days period. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a review of device data was needed due to suspected premature battery depletion. The most recent follow up in november 2020 showed 5 years battery remaining, where as during a follow up one year ago in november 2019 the battery showed 13 years longevity remaining. A review of the device data by engineering noted that the device was exhibiting premature battery depletion and should be explanted and replaced. Technical services (ts) also noted that assuming the device behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device can be considered for reassessment towards the end of the ninety days period. The device remains implanted. No adverse patient effects were reported, although the patient did experience anxiety as a result.

Manufacturer narrative:
This report is being filed to correct the patient code.

Event description:
It was reported that a review of device data was needed due to suspected premature battery depletion. The most recent follow up in november 2020 showed 5 years battery remaining, where as during a follow up one year ago in november 2019 the battery showed 13 years longevity remaining. A review of the device data by engineering noted that the device was exhibiting premature battery depletion and should be explanted and replaced. Technical services (ts) also noted that assuming the device behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device can be considered for reassessment towards the end of the ninety days period. The device was subsequently explanted and returned. No adverse patient effects were reported, although the patient did experience anxiety as a result.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a review of device data was needed due to suspected premature battery depletion. The most recent follow up in november 2020 showed 5 years battery remaining, where as during a follow up one year ago in november 2019 the battery showed 13 years longevity remaining. A review of the device data by engineering noted that the device was exhibiting premature battery depletion and should be explanted and replaced. Technical services (ts) also noted that assuming the device behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device can be considered for reassessment towards the end of the ninety days period. The device was subsequently explanted and will be returned. No adverse patient effects were reported, although the patient did experience anxiety as a result.